Event description:
It was reported to medtronic neurosurgery that a duet edms broke at the patient line stopcock, ten days after the device had begun use. The edms was replaced with a new system and there were no patient complications related to the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as a lot number was not provided. (B)(4).